Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A 6.0mm/ 90cm/ 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10atm for 30-seconds. The procedure was completed with another of the same device. No patient complications were reported. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.